Manufacturer narrative:
Failure analysis noted that the pump had a bleeding and cracked lcd glass. The pump had scratched lcd window, cracked case display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had led anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.